Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effect of hematoma is a potential adverse event of use of the device. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, additional information provided: all proglide devices were successfully preflushed prior to proglide use. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional three proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the left common femoral artery was achieved with a proglide device using the pre-close technique via a 6f sheath prior to a covered stent procedure. Reportedly, a second proglide was attempted; however, there was no blood showing in the marker lumen. The sheath was upsized to 14f and the procedure was begun. A hematoma was noticed at the access site. The procedure to place a covered stent was completed. Another third proglide device was attempted; however, there was no blood flow from the marker lumen. A fourth proglide was attempted; however, there was also no blood showing in the marker lumen. The hematoma was treated and hemostasis was achieved with surgical suturing. There was a reported clinically significant delay in the procedure. No additional information was provided.